Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and fatigue with an escape rate in the 30 beats per minute range due to a possible fracture of the right ventricular lead. The lead had high threshold and high pacing impedance, it was not capturing, and a polarity switch from bipolar to unipolar pacing had occurred. It was later reported that the pacing impedance had a slight rise and the electrogram showed noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.